Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Additionally, the patient's mother stated the inaccuracies were up to 100 points off. At the time of contact, no injury or medical intervention was reported.